Manufacturer narrative:
The suspect faulty main printed circuit board assembly was returned to vyaire and evaluated. The reported complaint could not be confirmed and was not duplicated, however, pressure transducer pt 801 failed calibration during the evaluation and was assigned the cause of the reported failure.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's screen went blank and stopped ventilating. The customer reported that there was no patient involvement.